Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod on the abdomen longer than 48 hours. Mild irritation at the cannula insertion site was also reported. The device was returned for investigation, and it was observed that the soft cannula was damaged.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn and shortened out of specification. Fluid was unable to flow through the complete fluid path due to the shortened soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts, or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. The received device had the cannula assembly fully deployed. Inspection of the formed needle under magnification found no damaged or manufacturing defects. The cause of the reported skin condition irritation complaint could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.